Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 24 mg/dl and 103 mg/dl within 10 minutes. Customer used alternative site testing, but did not clarify which site was used when these results were obtained. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative bhcg results generated by the access 2 instrument for one patient sample that did not match the qualitative testing performed on the patient. The sample from this patient was tested for bhcg several times, and both, positive and negative results were generated. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B) (4). Customer's meter sn ((B) (4)) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory however, they were obtained outside the 10 minute timeframe.